Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations were in disconnected mode and failed to communicate with the server. A technical support specialist (tss) dialed into the production server and confirmed no xml message delays. The several stations showed delayed downloads, and six were manually set to critical override. The key care fusion services were restarted, and event logs reviewed. After service restoration, most stations resumed normal communication. The customer confirmed resolution, and the case proceeded to closure. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all station was not communicated. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. However, there were no adverse events or injuries reported based on this event.